Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 400 mg/dl. Customer¿s current blood glucose value was 246 mg/dl. The customer¿s blood glucose level was 123 mg/dl. The customer states also has been experiencing low blood glucose. The customer states the large one is near site connection. The customer also states the sensor had inaccurate readings the sensor reading was 190 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were in acceptable range. Troubleshooting was done for low and high blood glucose and under delivery. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.